Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5088144) on 29-jul-2019. The most recent information was received on 02-aug-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') and blood loss anaemia ('anemia due to blood los') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria life threatening and intervention required), blood loss anaemia (seriousness criterion medically significant), multiple allergies ("allergies") with rash, alopecia ("hair loss"), arthralgia ("joint pain /hip pain") and menorrhagia ("bleeding during my period") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, blood loss anaemia, multiple allergies, alopecia, weight increased, arthralgia and menorrhagia outcome was unknown. The reporter provided no causality assessment for abdominal pain, alopecia, arthralgia, blood loss anaemia, menorrhagia, multiple allergies and weight increased with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2019: quality safety evaluation of ptc incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5088144) on 29-jul-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') and blood loss anaemia ('anemia due to blood los') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (b)(64) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria life threatening and intervention required), blood loss anaemia (seriousness criterion medically significant), multiple allergies ("allergies") with rash, alopecia ("hair loss"), arthralgia ("joint pain /hip pain") and menorrhagia ("bleeding during my period") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, blood loss anaemia, multiple allergies, alopecia, weight increased, arthralgia and menorrhagia outcome was unknown. The reporter provided no causality assessment for abdominal pain, alopecia, arthralgia, blood loss anaemia, menorrhagia, multiple allergies and weight increased with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.